Event description:
An eye care professional reported a patient experienced a corneal abscess and ulcer, left eye, associated with wear of o2optix toric contact lens. Moderate pain, infiltrates and anterior chamber reaction reported. Lens case cultured positive serratis marcescens. Initial treatment consisted of ciloxan, tobrex and desomedine. Treatment is ongoing as of nov 7th with chobrocardon and tobradex. Pre-event acuity 10/10, current 8/10 during event. No further information has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered an infectious corneal ulcer." The device history records and sterility records have been reviewed by manufacturing and found to be in compliance.